Manufacturer narrative:
Device evaluation the device was received with the handle broken and the cutter positioned in the cutter window. It was attempted to re-assemble the handle and advance the thumbswitch. Due to the condition of the returned device the thumbswitch could only be partially advanced, and cutter only advanced approximately 6mm into housing no other functional testing could be performed due to the condition of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two passes were made and the cutter would not go back in the unit. The operating team felt that the cutter was still outside the unit, but they believe it was inside and could not go forward. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device during treatment of a 200mm calcified cto (chronic total occlusion-100%) in the patient¿s mid superficial femoral artery (sfa). Moderate vessel calcification is reported. Artery diameter reported as 6.5mm. IFU was followed. It is reported that following prep the device was inserted into the patient. Following completion of a few passes, the cutter would not return into the nosecone. The cutter was able to be returned inside the nosecone eventually , but needed force. There were no issues with the motor driver. The physician felt the device did not actually cut or remove any atheroma. The device was removed with the cutter located outside the housing. The device was safely removed from the patient and no vessel damage was noted. No deformation was noted to the cutter or nosecone. A long drug coated balloon was used to complete the procedure. No patient injury reported.